Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2023 around 12:00pm, that patient's mouth suddenly fell open, eyes rolled back, and their upper body began to shake and convulse. This episode lasted for less than 10 seconds. Non-sustained ventricular tachycardia (nsvt) was noted on telemetry at the time of the event and resolved without intervention. Rapid response was called as well as a neurology consult. It was noted that the patient had no recollection of the event. Oral amiodarone was given.

Manufacturer narrative:
Further review of the provided information showed that the device was not involved in the event. Manufacturer's investigation conclusion: the events on 02may2023 occurred prior to the implantation of heartmate 3 left ventricular assist system (lvas), (B)(6) ((B)(6) 2023). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.